Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) for high rate non-sustained episodes and short ventricular intervals. It was noted this was oversensing caused by cautery and the patient received an inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.